Event description:
It was reported that an integrated apd set w/cassette leaked. This was further described as ¿the cassette had a hole in it and it was leaking into the cassette compartment¿. Additionally, the home patient (hp) stated, ¿when the cassette door was opened, the solution would leak from the gasket¿. This occurred during set up for automated peritoneal dialysis (apd) therapy. The hp was not connected at the time of the event. Renal therapy services assisted the hp with disconnecting from the therapy session. Rts discussed continuous ambulatory peritoneal dialysis with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye and magnification noted a damage at the corner of the cassette weld. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak at the damage corner of the cassette weld. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.